Event description:
Event consists of a guide wire tip detachment during a jetstream procedure. This event involved a male pt whose age and complete medical history was unk. A jetstream procedure was performed to treat a heavy thrombolytic area in the proximal sfa (superficial femoral artery) using a xc-2.1 catheter. Another manufacturer's wire was placed below the knee. During the atherectomy procedure, the jetstream device became stuck on the wire. The tip of the guide wire disconnected and became lodged in the small branch below the knee. It is known why the wire tip became disconnected. The device and remainder of the wire were removed without incident. The tip of the wire remained in the pt and was not occluding blood flow. The physician elected to infuse tpa into the vessel and stents were then placed post infusion. The vessel remained widely patent. There was no adverse event reported. The jetstream procedure was successful and the pt outcome was positive. No further intervention was necessary.

Manufacturer narrative:
(B)(4). Product analysis received and examined the returned jetstream xc - 2.1 catheter and observed that the proximal cap was damaged. There was a cut mark observed near the masticator window. In addition there was a slash/cut hole in the infusion line approximately 18 inches proximal of the tip; the rest of the unit appeared to be in good condition with no other observable defects. Functional testing and visual inspection was performed and the drive coil liner was found to be damaged. Liner material was also found in the coil filters and foreign material plugging the aspiration or effluent line was visualized. The cause of the reported wire stick event could de determined to be excessive damage to the xc-2.1 catheter during the procedure. The correlation of the wire stick and the noted wire tip detachment cannot be confirmed as the longer portion of the wire that was removed from the pt was not returned with the jetstream device.